Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a dull knife was experienced during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The knife was not seated properly in the product tray. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged cutting edge and a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue for the provided lot number. The knife was returned improperly placed inside of the product tray, therefore the exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A training presentation on handling techniques was prepared and will be provided to the account representative for this entity to discuss proper handling of blades. Due to an increased trend in dull blade complaints, an investigation has been initiated to identify if further actions are warranted. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).